Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 10. Details of surgery: ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event, the patient experienced: peri-implantitis, pain and fistula. No further patient complications were reported.